Manufacturer narrative:
Conclusion: no conclusion can be drawn. Complaint reviewed and analysis showed no trend for 5201000503 lot no: 040736593. Device history record reviewed. Product not returned.

Event description:
Allegedly patient was revised due to a broken plate.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert.